Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant. The patient's annulus was noted to be heavily calcified and had regurgitation grade 2 with a gradient of >40mmhg. The sizing of the patients aortic annulus was: perimeter of 90.8mm, perimeter derived od 28.9mm, area of 640.1mm^2, area derived of 28.5mm, min ø of 25.2, max ø of 32.5, average ø of 28.8, and eccentricity of 0.22/0.78. During device prep, the valve was loaded per the IFU without any issues. During the procedure, a pre-balloon aortic valvuloplasty before (bav) was performed with a 24mm non-abbott balloon. The valve was positioned and the the deployement was started under imaging. There was no rapid pacing and at 80% deployment, the valves depth looked good. The lock button was depressed and the guidewire was pulled slightly from the left ventrical so that the nosecone wouldn't interact with the valve stent during full deployment. The final 20% of the deployment was stable ad carried out slowley. When the valve was fully opened it was noticed that one of the retainer tabs was still attached to the retainer receptical. The physician waited for 1-2 minutes before pulling the guidewire slightly, then rotating the delivery system 180 degrees. About a minute later the tab released at a depth of 3mm and non-uniform expansion was checked. The guidewire was then pulled back again from the ventricle, centering the nosecone, before the delivery system was pulled into the descending aorta and fully retracted. It was then noticed on angio with contrast that there was an atypical shape of the nitinol stent frame in the upper part (as if the crown was not fully open/kinked). There was an infolding from the top to the bottom of the stent frame. The infolding resulted in paravalvular leak and grade 2 regurgitation and there was a mean gradient of 23-13mmhg. It was decided to perform a post-bav with a 28mm non-abbott balloon (28.8 avg annulus diameter), but it only slightly improve the result with a mean gradient of 12mmhg. A few days later a valve-in-valve was performed with a 29mm non-abbott balloon expandable valve. The patient remained hemodynamically stable during there procedure. There was a delay, but was not clinically significant. The patient experienced no adverse health consequences due to the performance of the product and is currently stable.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An event of material deformation, central regurgitation, separation problem, and aortic regurgitation was reported. The provided imaging was reviewed by an abbott r&d principal engineer. Based on all available information, a cause for the reported material deformation could not be conclusively determined. A cause for the reported separation problem could not be conclusively determined. The reported central regurgitation and aortic regurgitation are cascading events of the material deformation, per case details. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant. The patient's annulus was noted to be heavily calcified. The sizing of the patients aortic annulus was: perimeter of 90.8mm, perimeter derived od 28.9mm, area of 640.1mm^2, area derived of 28.5mm, min ø of 25.2, max ø of 32.5, average ø of 28.8, and eccentricity of 0.22/0.78. During the procedure, a pre-balloon aortic valvuloplasty before (bav) was performed with a 24mm non-abbott balloon. The valve was then positioned and fully deployed on the first attempt at a depth of 3mm. There were no issues during implant and non-uniform expansion was checked. The physician noticed an atypical shape of the nitinol stent frame in the upper part (as if the crown was not fully open/kinked). There was an infolding from the top to the bottom of the stent frame. The infolding resulted in paravalvular leak and grade 2 regurgitation and there was a mean gradient of 13mmhg. It was decided to perform a post-bav with a 28mm non-abbott balloon, but it did not improve the result. A few days later a valve-in-valve was performed with a 29mm non-abbott balloon expandable valve. The patient remained hemodynamically stable during there procedure. There was a delay, but was not clinically significant. The patient experienced no adverse health consequences due to the performance of the product and is currently stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.